Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Additionally, it was reported that the pump touchscreen was delayed in response to touches. The customer's blood glucose level was 221 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.